Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform functional testing including a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms. The insulin pump was received with operating currents within specification and passed self-test. The insulin pump was received with cracked case at display window corners, display window, belt clip slot and battery tube threads. Unit received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had been through an MRI scanner. Customer's blood glucose at time of incident was unknown. Customer stated that insulin pump is not reacting to presses. The customer was advised that pump will be replaced.